Event description:
It was reported that during a laparoscopy procedure, the clips, which fired to bile duct, did not do its task effectively. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: how did clips not do task effectively? Clips did not close safe, came crossed and did not hold the vessel. Were clips malformed?- after firing clips were malformed. Did clips fall off of bile duct? No. Please describe specific issue with clips/device.- clips did not close safe, came crossed and did not hold the vessel. How was case completed? Sales rep indicated that case was completed with another safe clips which belongs to different company, not with jnj¿s product is device being returned for analysis? No.